Event description:
The customer's father reported via phone call that the customer's insulin pump had a keypad anomaly. The customer's father stated that the b button was not responding. The customer was not able to program a normal bolus. The customer's blood glucose was 520 mg/dl. The customer's insulin pump was able to pass the high pressure test, the displacement test and the self test. The customer stated there was no or partial response from the act button. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.